Event description:
On (B)(6) 2014, pt underwent selective internal radiation therapy (sirt) with y90 loaded theraspheres. A bremsstrahlung scan was obtained, pt transferred to recovery and discharge 6 hours later without complications. On (B)(6) 2014, interventional radiology nurse postoperative follow-up call. Nurse spoke with daughter (pt was sleeping. No real complaints; just tired. Reassured this was normal, advised to continue hydration, rest, and prescription, as needed. On (B)(6) 2014, interventional radiology nurse postoperative follow-up call. Nurse spoke with daughter who relayed that on (B)(6) 2014, pt had fallen and when lifted up, eyes rolled back in head and he expired.